Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device had "turned sideways." The pt was to have surgery on (B)(6) 2010, to fix the issue. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.